Event description:
It was reported that the patient was referred to the physician for a non-capture rv lead. The patient underwent a rv lead revision for non-capture. Upon fluoroscopy, rv dislodgment was confirmed. Physician extracted rv lead and implanted a new lead without any complications. When connecting the ra and rv lead to the device, the set screw was stripped. The physician decided to use a new device. The patient was in stable condition. Related manufacturer reference number: 2017865-2022-22428.

Manufacturer narrative:
The pacer was received in normal working conditions with battery voltage above elective replacement indicator (eri). Visual examination showed ventricular setscrew stuck to the returned torque wrench and inset stripped. Electrical and mechanical analysis performed, indicated normal device functionality. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity. Performed DHR review to ensure that each manufacturing and inspection operation was performed. The product passed all quality control tests prior to its distribution.